Manufacturer narrative:
Manufacturer evaluation of the information available showed that the instrument functioned as designed in the circumstances involved in this event. Manufacturer evaluation of the service record for the instrument indicated that the last preventive maintenance (pm) was performed on (B)(6) 2023, and no unscheduled service call(s) has been recorded between completion of the pm and receipt of this complaint. The information available indicates that the condensate bottle (cb) was not detected by the corresponding instrument sensor. Any processing run(s) in progress on the instrument will be paused when the cb is not detected by the corresponding sensor, per the prescribed instrument software workflow. When the cb is detected again by the corresponding sensor the processing run(s) in progress on the instrument will resume. However, after a protocol is resumed, the instrument software will execute each of the remaining processing steps in the timeframe required to meet the scheduled completion time (whether it is the natural end time of the protocol or a scheduled delayed end time). This circumstance may result in protocol steps being performed with a reduced duration. The root cause for the cb not being detected by the corresponding instrument sensor could not be determined from the information available. The information available also indicates that the following information was displayed to the user during execution of the processing run(s) affected by the circumstances reported by the complainant for this event: event code 111 - "retort manifold not hot; if running a protocol contact service. For manual operations enable the wax heater for 5 mins then retry" occurred. Event code 111 is indicative of the wax transfer valves and wax line not being at the temperature required to keep the wax molten. Event code 111 may occur during a protocol if another error(s) delays the execution of the tissue processing run(s) in progress e.g. Condensate bottle missing, or fill and drain recovery actions. The information available suggests that the protocol steps of the tissue processing run(s) affected by the circumstances involved in this event are likely to have been completed with a reduced duration.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following was documented: "event code 111, condensate bottle removed". The local leica technical applications specialist ii (fas) contacted the complainant and documented the following additional information: "the regional service coordinator emailed technical support to reach out to the customer as "she said her unit stopped mid run today." Techncial [sic] support emailed the customer, at which a reply of event code 111 prompt and condensate bottle removed prompt..." As at (B)(6) 2023, information as to the final status of the affected tissue samples and the patient impact/outcome has not been provided, despite the following requests for this information being made to the complainant by the leica technical applications specialist ii on (B)(6) 2023 by email and (B)(6) 2023 by telephone, and by the leica sr. Field application specialist, core histology on (B)(6) 2023 by telephone. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.